Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to the manufacturer for analysis as it remains implanted. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) communicates how the risk of cardiac arrhythmias is mitigated by patient selection, medical management and internal cardiac defibrillators (icds); the heartware system does not interfere with most ICD systems, allowing these devices to perform as needed. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Additionally, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize ventricular suction alarms, the potential causes of these alarms, and the potential courses of action. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that on (B)(6) 2014 that a (B)(6) female presented to the hospital with multiple ventricular assist device (vad) suckdown events. The patient was experiencing fatigue, increased weakness, and arrhythmias with these events. A member of the vad team stated these events appear to be due to positional changes. The patient's blood pressure was 135/100 mmhg upon admission. It was reported that a member of the medical team performed a cardiac echocardiogram, interrogation of the patient's implantable cardioverter defibrillator (ICD), chest computerized tomography (CT) scan, and ordered medication for the correction of the patient's metabolic derangements. The device speed was adjusted without improvement of suckdown events. As a result, a reoperation was performed to rotate the outflow graft ninety (90) degrees from the previous position. Upon last report, the patient remains hospitalized. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.